Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial # (B)(4), description: linear 3-4 lead, 50cm; model #: sc-3138-55, serial # (B)(4), description: scs phiii ext 55cm; model #: sc-3138-35, serial # (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient experienced painful stimulation from contacts between leads and extension cables. The patient's pain was due to lead placement. The patient underwent a revision procedure of the lead site to place contacts under muscle fascia. The event was assessed as being related to device and procedure and not related to stimulation.

Event description:
A report was received that the patient experienced painful stimulation from contacts between leads and extension cables. The patient's pain was due to lead placement. The patient underwent a revision procedure of the lead site to place contacts under muscle fascia. The event was assessed as being related to device and procedure and not related to stimulation.